Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The flow sensor assembly was found to be contaminated. The device's flow sensor assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's flow output was low. The device was not in patient use.